Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. The pump had cracked reservoir tube lip and minor scratched lcd window. No crack reservoir tube window was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks near the reservoir window of the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.